Manufacturer narrative:
The customer identified two lot in the facility: 36d18m011 and 36d25m016. It is unk which lot number was involved. The product has not yet been received for evaluation. The device history record was reviewed and found to be acceptable. Smiths is unable to confirm this issue without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the bonded connection to the tubing of the swabbable access device port is coming apart and "is causing issues within the patient arterial line." There was no patient injury or treatment associated with this event.